Event description:
It was reported that during a recanalization procedure in supine position via right femoral artery approach, the catheter was allegedly failed to transport forward to stop the excitation and excitation again or cannot be pushed forward or backward. It was further reported that the section of the adhesion together was found while removing the guidewire and catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in supine position via right femoral artery approach, the catheter was allegedly failed to transport forward to stop the excitation and excitation again or cannot be pushed forward or backward. It was further reported that the section of the adhesion together was found while removing the guidewire and catheter. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation a catheter was received. The part of the broken helix was found at 20 cm from the tip of the catheter; the tube had also a strong kink at the same position at 20 cm from the tip of the catheter. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (component, method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.